Event description:
There is a serious design flaw with the ge innova 4100 iq equipment, allowing the propylene glycol fluid to short the detector electronics when the plastic connectors fail. This is a operator and pt's safety hazard. The propylene glycol could leak onto the pt during the procedure. One of the techs slipped in the puddle while prepping the table. The fluid is clear, and it should be colored. The equipment was installed in 2007. The coupler failed and coolant leaked into electronics of a very expensive part. It appears this was due to an error during the original installation. Ge is escalating this issue internally within ge healthcare. Ge should check all innova systems within our hospital network that are under contract to ensure there are no more issues. This issue was identified in the peripheral vascular labs at two hospitals.